Event description:
Additional information stated the event was considered ¿normal battery depletion¿ with ¿high settings.¿ interrogation records from the patient¿s device indicated the battery was at end of service (eos). It was noted that no interventions had been planned at the time of follow-up and that the patient was working with insurer and doctor for a replacement system.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient¿s battery lasted ¿only seven months.¿ it was stated that calculation records indicated the battery ¿would last less than a year¿ and that the reporting health insurance provider wanted an official report regarding the issue from the manufacturer. Additional information has been requested. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4).